Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
It was reported that no alerts on the g6 mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.